Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer charged the pump battery and reportedly, the alarm was cleared. Customer's blood glucose was 89 mg/dl.